Event description:
The hospital reported that during an endoscopic vein harvesting procedure, two of the btt valve black stop cocks popped out. The reported stated "the blunt dissector where syringe goes in to inflate balloon popped out". A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product will reportedly not be returned to maquet cardiovascular. Refer to MFR report# 2242352-2012-00083.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation can not be performed. We will, however, continue to monitor and trend this type of event to ensure that there is no compromise to quality. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Items marked "ni" are unknown to us at this time. Internal file number - (B)(4).